Event description:
The user indicated a malfunction of the device before placement, howeverbased on the available information the exact issue could not beidentified. The malfunction did not cause or contribute to a death orserious injury.